Event description:
It was reported that prior to an unspecified procedure, the suture of a proglide device was attempted to be placed using the preclose technique in a common femoral artery. Reportedly, the suture pulled out. The sheath size used for the preclose procedure was not known. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 16f for the procedure. After the procedure, the two successfully pre-placed proglide sutures achieved hemostasis. There were no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.